Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens tore while advancing towards the eye. No pt contact.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that the optic was torn and both haptics were torn off and missing. There was evidence of a clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.